Manufacturer narrative:
Concomitant: product ID 8709, lot# l64341, implanted:1999-(B)(6), product type catheter. It was reported that there were two patients with fractured 8709sc catheters. One of the patients involved with the event only has an 8709 catheter registered to them. Further follow up is being conducted to confirm the model of the catheter that was involved in the event. (B)(4)

Event description:
It was reported that there were two patients with fractured catheters. No drug information, interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that it was unclear what the catheter issue but that the issue goes back to "mid 2014, but unsure of the month." Physician had thought the catheter could be cut. The whole system was being considered for replacement and the patient was to be scheduled for a catheter revision soon. Reportedly, in "mid-2014" the representative went to read the patient's pump and found it was non-programmable. The resolution and patient outcome remain unknown at this time. Additional information was requested to clarify reason for pump interrogation and alert date. Should additional information be received a supplemental report will be filed.

Event description:
It was later reported that the patient's catheter was fractured on (B)(6) 2014 during a back surgery. It was also reported that the patient's refill for "monday" had be rescheduled because the isomed refill kit was being discontinued. The healthcare provider (hcp) wanted to take out the pump and put in a newer one. The patient was scheduled for a surgery "next monday" to replace the pump. Per the patient, there was nothing wrong with the pump and she did not want to have surgery. On (B)(6) 2015, catheter revision options were reviewed. On (B)(6) 2015, a revision was being prepared for. There was a possible tear in the spinal segment of the catheter. The device system was used to deliver hydromorphone and clonidine. The final patient outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the exact event date was not known. It was believed there was a possible tear in the spinal segment of the catheter. The catheter revision took place on (B)(6) 2015 and when the healthcare provider (hcp) surgically explored the catheter it was completely fractured. A 8598a catheter was implanted and the pump was infusing 0.5ml/day. The patient was feeling a lack of effect, but no additional medication or anything else was required. It was unknown how the catheter issue was identified or how the catheter was cut. The spinal segment was left in place and they were not sure if it was in the intrathecal space or not. It was noted there was a lot of scar tissue around the old and it was very difficult to move, so the doctor left it. The patient was doing ok post-operatively, and stayed the night in the hospital after the revision. It was further reported after the catheter revision the patient ended up being hospitalized because the pump "over-narcotized" her. The hcp was going to remove the medicine and lower the concentrations. The patient experienced overdose symptoms and the patient's status at the time of this report was "unable to be obtained." The pump was being used to deliver dilaudid with a concentration of 12.4 mg/ml and a dose of 6.2 mg and clonidine with a concentration of 38 mcg/ml and a dose of 19 mcg/day. Patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Event description:
It was later reported catheter revision should be performed soon. No additional information was reported.

Event description:
It was further reported that the representative was paged to read the pump as the patient was having back surgery that was not related to her pump. The representative was called in because the catheter looked sheared. No issues with the pump were noted. Should additional information be received a supplemental report will be filed.